Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. Visual inspection found a damaged dso seal, damaged battery compartment and scratched lens. Functional testing was able to duplicate the reported complaint. The root cause was a damaged battery compartment. To resolve this issue the dso seal, battery compartment and lens will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that there is a problem for opening the housing battery. There was patient involvement and no patient harm/adverse event reported.